Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant detection is still in progress on the implantable pulse generator (ipg) approximately two weeks post implant. Implant detect was turned off and ipg remains in use. No patient complications have been reported as a result of this event.